Event description:
It was reported that the catheter was inserted (B) (6) 2009, via the right internal jugular vein. On (B) (6) 2009, while the pt was taking off his clothing over his head, the catheter got caught resulting in the separation of the luer lock and the extension line. As a result, the catheter was removed and the site was covered with dressing. A new catheter was inserted the following day. There were no reported pt complications as a result of this occurrence.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.